Manufacturer narrative:
The field service engineer determined that pinch valve tubing broke during operation. The customer replaced the broken pinch tubing. The customer ran calibration and controls; there were no errors. The last probnp calibration performed on (B)(6) 2019 and the last troponin t calibration performed on (B)(6) 2019 were acceptable. Quality controls were within range on the day of the event. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the issue was resolved by replacement of the pinch tubing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys probnp ii stat immunoassay and five patient samples tested with the elecsys troponin t gen. 5 stat assay on the cobas 6000 e 601 module. The initial incorrect results were reported outside of the laboratory. The samples were repeated on a second e 601 analyzer and the repeat results were believed to be correct. Corrected reports were issued. The first patient sample initially resulted with a probnp value of 10097 pg/ml, which repeated as 20461 pg/ml. The second patient sample initially resulted with a troponin t value of 25 ng/l, which repeated as 36 ng/l. The third patient sample initially resulted with a troponin t value of 23 ng/l, which repeated as 34 ng/l. The fourth patient sample initially resulted with a troponin t value of 6 ng/l accompanied by a data flag, which repeated as 9 ng/l. The fifth patient sample initially resulted with a troponin t value of 23 ng/l, which repeated as 37 ng/l. The sixth patient sample initially resulted with a troponin t value of 7 ng/l, which repeated as 18 ng/l. The probnp reagent lot number was 37538300, with an expiration date of 30-apr-2020. The troponin t reagent lot number was 41679900, with an expiration date of 30-nov-2020.